Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer's blood glucose level was 538 mg/dl. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.